Manufacturer narrative:
The reported events of high impedances were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination was normal. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-19740. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited high defibrillation and pacing impedance. It was suspected that the device set screw was loose. The device and lead were explanted and replaced. The patient condition was stable.